Event description:
On (B)(6) 2025 I submitted a complaint to medwatch against one touch verzio flex - now 2 blood testing machines are not properly working-no idea if my blood sugar readings are accurate. Same for my (B)(6) year-old father. He has the same piece of crap and this company refuses to get each of us one that works. We each own our own machine. I want to know what is taking so long to get this very important problem fixed? Are you people planning to do anything? See my earlier report, for example: I will test my blood at 5 am and it reads 150 (which I know is not right, makes no sense) so 1-minute later I will re-test and get a 99 reading, or 110 reading. What are you going to do about this? This happens numerous times/month. There are so many dates and it currently keeps happening. I will just pick one date below, but know its a ton of dates since the day I got this piece of crap, made by china! What a surprise. What are you doing about this? This is my second complaint sent-I googled where do I send a complaint against medwatch, and it brought me here. Ref report: mw5169713.